Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). A ge healthcare service representative performed a check of the system and confirmed the reported issue. The expiratory tubing was repositioned to remove a kink and o2 cell calibrated to resolve the reported issue.

Event description:
The hospital reported a malfunction causing an over delivery of pressure to the patient circuit. There was no report of patient involvement.